Event description:
Patient tested on the suspect device with a blood glucose result of 347 mg/dl. Lab glucose result was 177 mg/dl. Controls were in range. No treatment alleged. The caller declined to have the device replaced.